Manufacturer narrative:
The pump passed displacement test, selftest and active current test. Unit failed sleep current test. High sleep current isolated to pcba 1. Power error due to j6 connector resistance issue. Power error confirmed. Low battery alert less than 1 week not confirmed. Unexpected battery power loss not confirmed. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had low battery alert. Blood glucose was 110 mg/dl. The insulin pump will be returned for analysis.